Event description:
It was reported that this right ventricular (rv) lead presented a fracture and an insulation anomaly. Subsequently, this rv lead was explanted and successfully replaced. This patient was noted to be fully recovered. No additional adverse patient effects were reported. This lead is expected to be return for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.